Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Eight (8) to nine (9) hours post procedure the patient began experiencing respiratory failure and went into cardiac arrest. The patient did not recover from this event and the patient died.